Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
It was initially reported in clinic notes that the patient had an infection after initial implant in 2002. The incision at the generator site was swollen, red and had a discharge. The patient was treated with antibiotics. The symptoms resolved. It is unknown if cultures were taken or if any manipulation or trauma contributed to the infection. The patient did not have their generator or lead explanted. The device history record was reviewed and it was confirmed that the generator was sterilized prior to shipping. Good faith attempts to gain more information have been unsuccessful to date.